Manufacturer narrative:
The attempted lead will be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was positioned, but no r-wave measurements could be obtained. Noise was observed on the rv channel that was obscuring the r-waves. The pacing system analyzer (psa) cables were changed and the psa was rebooted, but this did not resolve the issue. The lead was repositioned and still no r-wave values were obtained. A new lead was used and after several placements a clear signal was observed with r-wave measurements of 3-4mv. The lead was repositioned on the septum and acceptable measurements of 14mv were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported noise and lack of r-wave sensing. The lead passed electrical testing.